Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, stiffness, nickel allergy, adhesions, and tibial tray loosening at the cement to implant interface. Competitor cement was used during the primary operation. The patellar component was retained. Competitor products were implanted with competitor cement. There is no indicated intra-operative complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, right knee.